Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal right coronary artery. Intravascular ultrasound (ivus) was performed but the non bsc imaging catheter was unable to cross the lesion. A 2.5x15mm non bsc balloon catheter was used for predilation of the lesion and a 15mm x 4.00mm nc quantum apex¿ balloon catheter was advanced for additional dilation. The balloon was first inflated at 9atmospheres however it was noted that the pressure on the encore 26 inflation device was decreased. The device was completely removed from the patient. It was then found out that the balloon had ruptured longitudinally. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).